Event description:
This device was explanted and replaced with a higher energy device because the patient had an episode, where the device could not convert at maximum energy.

Manufacturer narrative:
Upon receipt, the device status was bol. A number of 38 charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless. A fibrillation signal was applied and the device delivered a defibrillation shock as specified with a charging time of less than 10 seconds. The delivered shock energy was recorded and inspected. The specified energy level was reached. In summary, the device is fully functional. By design, the maximum defibrillation shock energy available is 30 joules.